Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) confirmed via email that the system had been serviced by a third-party company contracted by the customer. Multiple components were replaced by the third party, including: the tube, generator converters, grid switch control (with gs calibration), kv/ma control, tube adaptation yield and detector calibrations, kv/ma control, and hv tank, but the issue remained unresolved. Upon troubleshooting, the fse reviewed the logs and identified a problem with the ip pc: pc failure on the frontal ip pc. Perform pc diagnostics tests on both ippcs; the frontal pc failed the tests and requires replacement. No workaround was provided. Due to the extensive prior repairs performed by the third party, the fse had limited visibility into the actual root cause. No corrective work was performed by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been completed satisfactorily before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user routine checks have been completed satisfactorily. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.